Event description:
New information received notes post sensed t wave oversensing was observed (B)(6) 2020 via remote monitoring on the implantable cardioverter defibrillator. Programming changes were made. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that t wave oversensing was observed on the implantable cardioverter defibrillator. Remote monitoring revealed no additional episodes following the event so there was no real concern. The patient was stable.